Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe and chronic pelvic pain") and pelvic adhesions ("dense pelvic adhesions attached to her fallopian tubes to the ovaries") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic adhesions (seriousness criteria medically significant and intervention required) and ovarian cyst ("cystic activity in her ovaries"). The patient was treated with surgery (laparoscopy with bilateral essure removal and salpingectomy) and surgery (lysis of pelvic adhesions). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and ovarian cyst had not resolved and the pelvic adhesions outcome was unknown. The reporter considered ovarian cyst, pelvic adhesions and pelvic pain to be related to essure. The reporter commented: plaintiff continues to suffer from pelvic pain due to continuing cystic activity in her ovaries. Company causality comment . Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.